Event description:
Additional information received reported that the device was working fine until (B)(6) 2012 when the patient was having problems charging and the patient had no falls or trauma at that time. The patient had met with a manufacturer representative who helped the patient and the patient was fine. Then the device went dead in (B)(6) 2013 and the patient was unsure why or how it happened, as she was charging fine. The device was painful and was causing much discomfort to the patient. The patient had an x-ray done, did not know what the x-ray stated, but the patient indicated the device was flipped although it was unclear if the x-rays indicated a flip. It was noted that the patient had a doctor¿s appointment scheduled for next week.

Event description:
Additional information received reported that the patient was trying to find a physician. It was noted that the manufacturing representative spoke with the implanting physician who advised that the patient schedule an appointment with them to remedy the situation. It was noted that the manufacturing representative left the patient a message relaying the physician¿s instructions but had not had a response from the patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was explanted.

Event description:
It was reported, the patient had an issue recharging, a coupling problem, and had not had stimulation since (B)(6) 2013. The reporter stated, the patient¿s implantable neurostimulator (ins) appeared to be in a strange position in the pocket. It was noted, the patient experienced a ¿tearing¿ sensation they last felt a month or two ago. Additional information received reported the patient had stopped feeling stimulation around (B)(6) 2013. It was noted, the patient had fallen and felt pain around the ins pocket. It was further noted, the patient was unable to turn the device on or recharge. It was noted, the patient had coupling, telemetry, and interrogation issues. The reporter stated they could not get telemetry with the ins using a clinician programmer, recharger, or patient programmer. It was noted an overdischarge was suspected, but a physician mode recharge (pmr) was not performed. It was further noted an x-ray would be done to determine if the ins had flipped. Additional information received reported the manufacturing representative would be meeting with the patient and their healthcare professional on the day of this report to determine if the ins was overdischarged and how to proceed. Additional information received reported the manufacturing representative met with the patient and was unable to interrogate the ins with or sync with the ins using the patient programmer or recharger. It was noted the patient¿s physician ordered x-rays of the patient¿s lower lumbar. It was later reported that the ins may be flipped and they continued not to be able to get telemetry with the ins. It was noted that the patient had not charged since (B)(6) 2013. The reporter stated that the ins felt tilted, almost like it was ¿straight out¿ instead of flat against the patient. It was reported that the patient had a fall a while back and the patient had a lot of pain in the pocket area like ¿something had torn.¿ it was noted that x-rays had been taken on 2013 (B)(6), the ins was in the buttocks and a posterior view was taken. It was reported that the leads were coming off of the left side of the ins in the x-ray. The reporter stated that the patient was getting good recharging and therapy after implant and prior to (B)(6). It was noted that the reporter couldn¿t recall antenna locate assessment results and stated that ¿they couldn¿t get anything.¿ the patient¿s coupling history was unknown.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3550-39 lot# n343243, implanted: 2012 (B)(6); product type accessory product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).